Event description:
It was reported that alarm 113 has occurred (water temperature control degradation alarm) in an arctic sun device. Per review of wo on 03dec2025, there was no patient involvement. Per sample evaluation results received via task on 16dec2025, it was reported that the frosting on the piping of the chiller assembly was also observed.

Manufacturer narrative:
Initial reporter phone number: (B)(6) the reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the temperature of t4 did not decrease. Upon inspection, water was present in the chiller tank, but due to an issue with the chiller pump, cold water was not being produced. Chiller pump was replaced. Frosting on the piping of the chiller assembly was also observed. Chiller assembly was replaced. This device was evaluated for functionality per (B)(6). It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.